Event description:
It was reported that the patient's personal diabetes manager (pdm) was not holding a charge and not turning on. The patient was using manual injections while waiting for a replacement pdm. The patient noticed they were allergic to glargine (toujou star) insulin, their blood glucose (bg) level reached 28 mmol/l (504 mg/dl) and they visited the emergency room (ER). The patient was given optisulin (solo star) insulin as treatment which is a lower dosage and they were discharged after 12 hours. The patient's bg levels increased to 38 mmol/l (684 mg/dl) and the patient went back to the hospital, they were then treated with levemir which stabilized the bg levels.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.